Manufacturer narrative:
A specific root cause could not be determined. Additional information was requested for investigation but was not provided. Based on the information available, since the initial result was accompanied by a data flag, a sample specific issue cannot be completely excluded. The altl results from the 2nd sample should be considered to be correct. All the results from the initial sample should be considered to be questionable, specifically the result generated using unclear dilution ratios. The investigation has not identified any failure of the roche product during this event.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous result for 1 patient tested for altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (altl). The erroneous result was reported outside of the laboratory. The initial altl result at 1:00 p.m. Was 78 u/l with a data flag. The sample was repeated by auto dilution and the result was 54 u/l with a data flag. The technician performed a manual dilution and calculated a result of 2100 u/l. This result was reported outside of the laboratory. The customer stated the technician used a formula from "another information sheet" to come up with the 2100 u/l calculated result. Another sample was obtained from the patient at 10:46 p.m. And the altl result was 27 u/l. On (B)(6) 2016 the customer repeated the initial sample that was run at 1:00 p.m. On (B)(6) 2016 and the result from a c311 analyzer was 52 u/l. The customer repeated the 2nd sample that was obtained at 10:46 p.m. On (B)(6) 2016 and the result from the c311 analyzer was 27 u/l. No adverse event occurred. The altl reagent lot number and expiration date were requested but were not provided. The customer declined a service visit since she thought the dilution performed by the technician was done incorrectly or calculated incorrectly. The customer could not clarify what the technician actually did. She believed she may have performed a 10 to 1 dilution but this could not be confirmed.